Manufacturer narrative:
B3: month and year are known, day is unknown. D4: lot number is unknown. H3 other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the deadline is unclear and cannot be read. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Evaluation codes: updated. One device sample was received inside the original package, the package was received unsealed. Per visual inspection, blurred expiration date was observed in pouch, printing manufacturing date was clear and expiration date printed shows blurred printing. The complaint is confirmed. The root cause was not established. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.